Event description:
As reported through the (B)(4), approximately eleven months post transfemoral tavr, severe aortic regurgitation (+3-4) was noted on echo. Per information available in the clinical study database, there was no intervention done. The event was noted as resolved 18 months later with a decrease in aortic regurgitation to (+2). At the time of the initial valve deployment, trace (+1) paravalvular and central leak were recorded.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Per medical records received, multiple studies confirmed this patient¿s central aortic insufficiency beginning 11 months post tavr procedure: tte results 11 months later showed a 23mm sapien valve with severe [3+ - 4+] aortic valve regurgitation. There was a centrally directed regurgitant jet. There was significant flow reversal in the proximal descending aorta. The peak gradient was 32mmhg. The mean gradient was 17mmhg. Echo results 11 ½ months later showed severe 4+ aortic valve regurgitation. Tte results 17 months later showed a 23mm sapien valve with moderate [2-3+] aortic valve regurgitation due to prosthetic valve dysfunction and trivial paravalvular leak. There was a centrally directed regurgitant jet. The peak gradient was 30mmhg. The mean gradient was 15mmhg. During the cardiac follow-up visit 17 months later, the patient was reportedly asymptomatic, however according to the family she seemed to be declining, with poor energy and some mental decline. Reportedly, the patient was not very active and rarely went out of the house. The patient denied shortness of breath, orthopnea, cough, edema, palpitations, pnd, lightheadedness or syncope. The physician believed her mental status change was not related to the valve, however her lack of energy and fatigue are probably valve related. The patient¿s cozaar dose was doubled in order to optimize her hemodynamics. Medical records did not indicate the patient required additional intervention for her central aortic insufficiency. Valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Regurgitation may result from obstruction of the prosthesis, due to thrombus formation, pannus ingrowth, or a combination of the two. In some cases, obstruction may be difficult to distinguish from progressive structural valve deterioration (svd). Occasionally there are cases where the root cause of the regurgitation cannot be determined. The exact cause for the patient¿s aortic valve regurgitation 11 months post index procedure cannot be confirmed. The information available indicates the sapien valve was successfully implanted in the correct location within the native aortic valve and in a correct sub-coronary position. There were no adverse events or device malfunctions noted during the index procedure and the total aortic insufficiency post valve deployment was +1 [trace]. There was no specific information available to help determine if the regurgitation was a result of a flail leaflet, presence of pannus, or thrombus interacting with leaflet closure; none of the echo reports suggested a cause. In this case, the cause of the regurgitation remains unknown. Per medical records, additional intervention to treat the aortic insufficiency has not been performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.